Event description:
It was reported there was a device alert for electrical reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameter one - por for write to locked ram, addr=126f, data=0c, on (B)(6) 2011 21:50:34. One - patient alert for por on (B)(6) 2011 20:50:34.